Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 23 mg/dl due to the customer overestimating the pump bolus amount and delivered too large of a bolus. The customer consumed glucose tablets and carbohydrates to address the issue. Recommendation was made to consult with a healthcare provider to discuss diabetes management.